Event description:
After having a catheter replaced, the patient reported continued inadequate pain relief. The patient also reported motor weakness and difficulty walking. The patient reported returning to the operating room in 2007 after a follow-up dye study (date unknown) showed that the replacement catheter was kinked or twisted. However, the patient reported that the hcp released her without performing surgery, stating that the catheter was working. The hcp reported that the follow-up dye study had shown that the catheter was patent and working. The patient was at home and reported her status as good. The type of medication, concentration, and daily dose being administered via the pump were dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
.